Event description:
It was reported to tyco health care/kendall in early 2008 that a customer had a problem with a dialysis catheter. Customer reports: "a palindrome catheter fell out of the pt in late 2007. There was no pulling on the catheter, there was no infection and no inflammation. This specific complaint is from a male, who is not obese. The catheter was a right ij insertion in 2006. The catheter fell out in late 2007. Another palindrome was inserted (left ij) on the next day, the cvc was in place 1 yr/8mo."

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.